Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced five infusion set cannula was cracked seemed to be punctured by needle on (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was abdomen, legs, butt. The patient replaced infusion sets and resumed insulin no further information was available.